Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was (B)(6) 2011 where it was reported that the device was in for maintenance and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on november 17, 2008, and is over 7 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed cosmetic damage to the carrier guide and mesher handle including scratches and nicks. The latching pins engage as intended. The shoulder bolts holding the hinge mechanism appeared to be tightened too tight. The comb was bent on the right hand side. The roller gear was slightly worn. The ratchet was bound up and would not ratchet. The test mesh was unable to be performed due to the nature of the comb and ratchet. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the ratchet gear, pin, and spring. The comb, sideplates, roller, gear, carrier guide and right hinge were also replaced. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet was bound up and would not ratchet. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the ratchet was bound up and would not ratchet and the comb was bent on the right hand side. The IFU states that ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was not working properly. It would not ratchet back, so the carrier can be advanced through the mesher. The handle had to be turned 180 degrees in order to advance the carrier through the mesher. When the returned mesher was initially assessed it revealed the comb of the mesher was bent on the right hand side. No patient involvement. No adverse events have been reported as a result of the malfunction.